Event description:
It was reported that during central processing, the metal tip of the large needle driver instrument had been displaced. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have the main tube broken at the distal end. As a result, the wrist assembly is no longer straight. A piece measuring approximately 0.10¿ x 0.08¿ was not returned with the instrument. Material was found missing.